Event description:
During an upper endoscopy procedure to place a stent in the biliary duct, a stricture in the common bile duct was dilated. A cook endoscopy zilver expandable metal biliary stent system was placed to bridge the stricture. Difficulty was encountered when attempting to remove the introduction system from the stent. The physician attempted to forcefully remove the introduction system, resulting in introducer breakage near the distal end. A small section of the introducer remained in the stent inside the patient. The remainder of the introducer was removed successfully. The physician determined that an endoscopic retrograde cholangiopancreatography (ercp) catheter could reach beyond the stricture. This allowed placement of an endoscopic retrograde biliary drainage (erbd) stent to allow drainage. When the erbd stent was placed, the procedure was complete. The patient did not receive any additional procedures other than what is described above. At this time the patient experienced no adverse effects.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of a broken introducer. Slight kinking of outer sheath was observed near the handle. The inner introducer catheter has broken near the distal end. The distal section and stent were not included in the return. The condition of the device suggests excessive force has been applied to the introduction system. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. The observation of introducer breakage represents an isolated occurrence. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conclusively determine a cause for the reported difficulty with introducer removal from the stent. The stent and distal section of the introducer were not available for return and examination. The information provided indicated force was applied when resistance was encountered during introduction system removal from the stent. The condition of the returned introducer shows evidence of an application of excessive pressure. Breakage of the introduction system can occur if excessive pressure is applied during use. Damage to the delivery system during system removal can occur if the stent is placed in a severe stricture. The instructions for use for this product line instruct the user to perform a sphincterotomy prior to stent placement to gain adequate access to the biliary duct. The user is also advised that a biliary dilation of the strictured area may be performed to ensure smooth stent deployment in narrowed strictures. Additional information indicated that a sphincterotomy was not performed, but dilation of the strictured area was performed. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. A broken introducer represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.